Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer observed arm 4 was not staying put and moved. The customer stated that when changing instruments, arm 4 was swinging and pulling the trocar out of the patient. The technical service engineer (tse) reviewed the logs and found multiple errors indicating set up joint (suj) moved without being clutched on arm 4 suj wrist. The tse asked the customer if there was a lot of pressure on the arm or cannula mount, if the arm was clutched or in grab and go mode and if the break had not locked. The customer stated there did not seem to be a lot of pressure on the arm or cannula and the arm was not clutched. Arm 4 was working without issues at the time and the customer proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer explained that the top part of arm 4 would sway toward arm 3 even while connected and docked to the patient, causing the trocar to pull out a little from the patient. The customer confirmed that this did not cause any tearing or port enlargement. The customer confirmed there was no injury to the patient. The customer had tried undocking and redocking the arm with no resolve and eventually arm 4 was taken out and not used for the procedure. The surgeon completed the procedure robotically with the three remaining arms. The customer stated there was an error regarding a reload or stapler recognition on the arm, but no other errors/messages. The customer informed that the arm was working initially and started to sway about halfway through the procedure, with about 30 minute left. The customer confirmed that this had been an isolated event and the issue had not re-occurred since. The customer stated that arm 4 did not collide with another arm and no one had bumped the arm.

Manufacturer narrative:
The field service engineer (fse) followed up with the customer. The customer stated they believed the arm was bumped when not docked. The experienced staff explained the scenario to the staff. No site visit was conducted. The system was working properly and no additional action was required. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk0113. A review of the site's system logs for the reported procedure date was conducted by the tse during the initial troubleshooting. Investigation revealed the following possible related system errors: error 100 - suj moved without being clutched on arm4 sujd wrist. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the usm moved with unintuitive motion (e.g. Unexpectedly moved/swung). Unintuitive motion could lead to subsequent tissue damage. A usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.